Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer's blood glucose level. The caller was assisted by technical support in resetting the pump, and after reset, the malfunction code did not recur. The customer was informed to continue using the pump and to contact support if the issue reoccurs, which they acknowledged.